Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0vg5g, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the doctor¿s office performed an impedance check and noted impedance. The rep reported that no specifics were given on the impedance. The rep reported that the patient was scheduled for surgery of a new lead and battery. The rep reported that during the removal of the device, it was noted by the surgeon that the lead was twisted and the battery was upside down. The rep reported that no external factors were reported by the patient or physician. The rep reported that the lead and battery were removed and a new lead and new battery were placed in the patient. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.